Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) due to acute respiratory failure symptoms. It was noted that the patient coded, the device delivered therapy which failed to convert, leading to the patient to be externally shocked. The resuscitation was successful. The presenting electrogram (egm) was reviewed and noted that the device had appropriately delivered the therapy and therapy was exhausted. The patient was admited to the intensive care unit (ICU) for further observations. At this time, no additional adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically."

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) due to acute respiratory failure symptoms. It was noted that the patient coded, the device delivered therapy which failed to convert, leading to the patient to be externally shocked. The resuscitation was successful. The presenting electrogram (egm) was reviewed and noted that the device had appropriately delivered the therapy and therapy was exhausted. The patient was admitted to the intensive care unit (ICU) for further observations. At this time, no additional adverse patient effects were reported. This crt-d system remains in service.